Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging window was detached, twisted, and rippled, with the imaging core drive and coaxial cable broken. Impedance testing showed an electrical open at the distal end of the catheter between 20 and 30 cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was very vague and completely black. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was detached, twisted, and rippled.